Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk was re-imaged, the interconnection plug was repaired and the collimator was re-calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and displayed communication and collimator error messages. No pt injury was reported.